Event description:
According to the reporter: the mesh got infected. After that the stomach was leaking fluid.

Manufacturer narrative:
This report 9615742-2017-05159 was sent in error as a duplicate for MFR report number: 9615742-2019-01709, any additional information received in the future will be captured and submitted under the report number 9615742-2019-01709. If information is provided in the future, a supplemental report will be issued.